Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had a touch screen failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 18jun2019. The customer confirmed the touchscreen issue. The customer reported the problem was resolved by replacing the touch frame assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.